Manufacturer narrative:
A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for failure mode "2207 no tip acquired by sorter error". There were thirty-five (35) similar complaints found during the searched period, including this one. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for failure mode "4253 (2000 only) hybrid arm z-axis home overrun error". There were twenty (20) similar complaints found during the searched period, including this one. CAPA escalation review error 2207 no tip acquired by sorter error occurs when no tip was detected during the tip attachment check and error 4253 hybrid z arm overrun error occurs when the home activates improperly after movement of the hybrid arm z-axis. 13 months retrospective review revealed 35 occurrences of 2207 errors, and 20 occurrences of 4253 errors. Data assessment determined events were traced to either maintenance problem, misalignment of the sorter assembly, hybrid arm assembly or user error. All cases were resolved by performing alignment or replacing the hybrid arm assembly, adjusting sorter tip/cup position, replacing sensors or lubricating the assembly or replacing applicable parts. Regular maintenance and proper handling can prevent such issues from reoccurring, however these are common system errors due to run processing, hence there is no indication of a systemic issue and there is no impact to patient safety.

Event description:
A customer reported 2207 no tip acquired by sorter error and 4253 (2000 only) hybrid arm z-axis home overrun error on the aia-2000 analyzer. The customer stated they have restarted the analyzer and removed fallen tip from the tip sorter, however the error recurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue by review of the error log and reproduced the error by running samples. The fse identified the primary issue is 4253 hybrid z arm overrun error, then 2207 no tip acquired by sorter error occurred. The fse inspected the hybrid arm for the sample nozzle assembly and found it was stuck in an upward position. The fse freed the hybrid arm and applied lubrication. The fse validated the analyzer by running quality control (qc) with results within acceptable range and no errors recurring. No further action required by field service. The aia-2000 analyzer is operating as expected. A complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from the install date of (B)(6) 2024 through aware date 20aug2025. There were seven (7) similar complaints identified during the searched period, which includes this event for 4253 hybrid z arm overrun error. And five (5) similar complaints identified during the searched period, which includes this event for 2207 no tip acquired by sorter error. The aia-2000 operators manual under appendix 4: error messages states the following: [4253] hybrid arm z-axis home overrun cause: the home sensor activated improperly after movement of the hybrid arm z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. [2207] no tip acquired by sorter cause: no tip was detected during the tip attachment check. If retry fails, measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to a lubrication problem of the hybrid arm for the sample nozzle assembly, cause traced to maintenance.